Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose rising to 494 mg/dl after previously decreasing, and the user noted a smell of insulin and believed the cartridge or tubing was wet, suggestive of a leak; the user elected to disconnect the pump and administer subcutaneous insulin via pen, planning to remain off the pump for several hours before reconnecting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary discontinuation of pump therapy and treatment with manual insulin injection. Investigation of this case revealed a suspected leak at the cartridge or tubing consistent with user-reported insulin odor and damp components. It was concluded, based on previously established findings for similar reports, that the cause was user management of a suspected supply leak with no device performance verification performed.